Manufacturer narrative:
The product has been requested for investigation and has not been received at this time. The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding an alleged packaging issue with the coaguchek xs pt test pst, in which the test strip data on the vial does not match the data on the cardboard packaging. Test strip data from the vial: ref: 07762798016, lot: 90273012, exp: 2027-05-31. Test strip data from the cardboard packaging: ref: 07404379016, lot: 12523005, exp. 2027-02-01.